Manufacturer narrative:
No patient involvement. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the centrimag motor was being used during a training session in a hospital. The system was set-up on a cart with a mach loop and checked. At this point in time everything was working fine. The cart then was moved to a different conference room. Once the system was powered up, the controller gave a ¿system failure¿ error message. The system was turned off and on again and immediately the controller showed a ¿motor fail¿ error message. The system stayed powered and about one minute later the controller showed ¿motor overheat¿ in addition to ¿motor failed¿. The system was than turned off. This event was previously not reported due to no patient involvement. Abbott made the decision on july 13, 2018 to initiate a voluntary recall; therefore, this event is being upgraded to reportable.